Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker device had 1.5 years remaining last january and now has eight months. Boston scientific technical services (ts) reviewed device data and noted that this device has recovered some capacity. Moreover, ts suspected that this device is transitioning to voltage for longevity management. Ts then suggested to send in device files for analysis. To date, this device remains in service. No adverse patient effects reported.

Event description:
It was reported that the battery of this pacemaker device had 1.5 years remaining last january and now has eight months. Boston scientific technical services (ts) reviewed device data and noted that this device has recovered some capacity. Moreover, ts suspected that this device is transitioning to voltage for longevity management. Ts then suggested to send in device files for analysis. To date, this device remains in service. No adverse patient effects reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.